Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer was experienced a high blood glucose. Customer¿s high blood glucose was 472 mg/dl. Customer also stated that the insulin pump had an insulin flow blocked alarm but it observed that it was resolved by changing complete set. Customer also complained for change sensor. The insulin pump will not return for analysis. The sensor will return for the analysis. The reservoir will not return for the analysis.